Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a scratched channel tube could not be confirmed. The air/water nozzle was also found to be clogged with debris. In addition, the bending section cover adhesive was aging and detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the channel tube on the evis lucera gastrointestinal videoscope was scratched and the air injection was insufficient during reprocessing. The procedure was completed using a similar device with no delay reported. The intended diagnostic procedure was unknown. There were no reports of patient or user harm associated with this event.

Event description:
The customer reported to olympus the channel tube on the evis lucera gastrointestinal videoscope was scratched and the air injection was insufficient during reprocessing. The procedure was completed using a similar device with no delay reported. The intended diagnostic procedure was unknown. During inspection and testing of the returned device, the nozzle was clogged with debris. There were no reports of patient or user harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a scratched channel tube could not be confirmed. In addition to the findings already reported, the bending section cover adhesive was aging and detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.